Manufacturer narrative:
(B)(4) method: the complaint iw930 infant warmer was not returned to fisher and paykel healthcare for investigation. Our investigation is based on the information and photographs provided by the hospital. Results: photographic investigation revealed that the screw boss that is used to fasten the lower case front end to the upper head case was broken. The plastic side was also broken from the screw boss body. We note the subject infant warmer is approximately 15 years old. Conclusion: it is likely that the broken screw boss is caused by accidental impact damage coupled with hoop stresses imparted by the screw and weakening of the plastic parts over time. The lower case is attached to the uppercase by a screw on both ends. The screw on the rear end is attached to a stainless steel bracket which makes the lower case still supported, regardless of the integrity of the front screw. A replacement head case kit was sent to the customer after passing the prescribed electrical safety and performance tests.

Event description:
A healthcare facility in USA reported via a fisher and paykel healthcare (fph) representative that screw anchor is broken on an iw930 cosycot infant warmer. There was no patient involvement.